Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed to user error due to not striking the syringe prior to installation.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03/24/2025, a sales representative reported via (B)(6) that an abs-10061t arthrex angel® prp kit did not properly dispense the end product. The kit only emptied half of the cartridge, and it went straight into the rbc out bag. This occurred during a case.